Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with unknown dianeal therapy. On (B)(6) 2012 the patient was hospitalized for peritonitis. The patient was treated with vancomycin one gram daily intraperitoneal (ip) for 3 weeks. On (B)(6) 2012 the patient was discharged from the hospital. The cause of peritonitis was unknown but believed to be touch contamination. However, this could not be confirmed. The patient was retrained on how to properly perform pd therapy. The patient has recovered and dianeal therapy was ongoing. The event was not related to dianeal solutions, a baxter device, or disposables.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this event. A review of all batch record documents was performed for associated lot number gd892638 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.